Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after the imaging system scan, the scan did not transfer to the navigation system. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859, lot/serial #: unknown, h3) the manufacturer representative went to the site to test the navigation system. They checked the issue and could not reproduce the problem. They found that the network cable was loose and not properly seated in the network connector of the navigation system. They replaced the network connector in the navigation system, and recommended replacing the network cable. Several scans were performed and the scans transfered without any problem. General check to the navigation system passed. Download patient from the electronic picture archiving and communication systems (pacs) was good. System was in working condition and ready for clinical use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.